Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a concomitant surgical procedure of aortic valve replacement, coronary artery bypass grafting (number of anastomoses: 2), and patent foramen ovale closure through sternotomy. During the same procedure ((B)(6) 2021) a cryoflex probe powered by a cryoconsole, and a cardioblate lp clamp powered by a valleylab ft-10 generator were used. The left atrial appendage was successfully closed. Left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block were successfully achieved. Approximately one month post index procedure ((B)(6) 2021), the patient experienced a right bundle branch block, noticed on the one month EKG. No treatment was required. The adverse event was deemed by the site as possibly related to the cryoflex probe, cardioblate lp clamp, the study procedure and the concomitant procedure. It was stated that the maze procedure and heart surgery may result in a delay of the electrical conduction system of the heart.